Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella cp with smart assist system states the following: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported that after impella cp was placed on a 73-year-old female patient, a small hematoma was noted on the access site. The site was redressed with angle matching. Around an hour later, it was noted that hematoma had grown. Two units of blood products were administered. The cardiologist ordered manual pressure, and bleeding was resolved the next day. It was further reported that during the night the impella in aorta alarm was present after the patient was coughing. Echo was done and impella was in an appropriate position. Then in the morning, when impella was being weaned in preparation for explant, once it was decreased to p3, began having multiple position in aorta alarms that would intermittently resolve and then reappear. Since the impella was going to be explanted no repeat echo was done. The pump was weaned and explanted.

Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. Clinical mentions small hematoma observed before access obtained but after access obtained, it was inappropriately dressed without angle matching. Hematoma grew and hemostasis achieved with manual pressure. The root cause of the access site bleeding - major was most likely due to a use issue as evidenced by improper angle matching stated in clinical details. Based on the investigation, the failure mode 'positioning issue' was changed to optical signal issue as complaint described was in relation to false 'impella in aorta' alarms which does not meet the criteria for MDR reportability as defined by 21 cfr 803.50. The issue will be tracked and trended internally. Based on the investigation findings b1 was revised to adverse event only.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. Based on the investigation, the failure mode 'positioning issue' was changed to optical signal issue as complaint described was in relation to false 'impella in aorta' alarms access site bleeding - major: clinical mentions small hematoma observed before access obtained but after access obtained, it was inappropriately dressed without angle matching. Hematoma grew and hemostasis achieved with manual pressure. The root cause of the access site bleeding - major was most likely due to a use issue as evidenced by improper angle matching stated in clinical details optical signal issue: no product was returned for analysis. The data logs from the case confirm 'impella position in aorta' alarms when pump turned down to p3. The 5s parameters were stable. There were no motor current spikes or other log abnormalities. Clinical mentioned alarm would intermittently resolve with no changes and that position was confirmed via echo. The root cause of the optical signal issue was most likely patient condition related as evidenced by no log abnormalities and confirmed position via clinical imaging. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. H6: added optical signal issue "2917" as part of a retrospective review of optical signal issues in accordance with FDA recommendation.

Event description:
The complainant reported that the device exhibited an optical sensor issue.